Event description:
The plaintiff's attorney alleged that the patient experienced an adverse cardiovascular event, which was allegedly caused by the exposure to the product administered for dialysis treatment.

Manufacturer narrative:
(B)(4) was used for the cardiovascular event as there is no other code that best describes an unspecified cardiovascular event. This is one of two device reports associated with this event. This event is one of two events for the same patient.